Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator was returned to fisher & paykel service center in (B)(4) for repair. We will provide a follow up report once we have received the service report from our servicing team.

Event description:
A hospital in (B)(6) reported that an rd900aeu neopuff infant resuscitator had a broken gas inlet port, which was found during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fph service centre in irvine, california, where it was inspected by a trained fph service engineer. Our investigation is accordingly based on the photographs and service report provided by fph service engineer. Results: the photographs showed that there were cracks on the gas inlet port and upper end cap enclosure of the subject neopuff unit. A lot check revealed no other complaints of this nature for lot number 060427. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. This suggests that the subject neopuff unit was damaged after it was released for distribution. The fascia and valve assembly and the upper end cap enclosure were replaced, and the neopuff unit was returned to the hospital after passing the performance checks specified in the neopuff product technical manual. Device inspected at fph service center.

Event description:
A hospital in (B)(6) reported that an rd900aeu neopuff infant resuscitator had a broken gas inlet port, which was found during use. No patient consequence was reported.